Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that recharging was taking too long. The patient met with a manufacturer representative (rep) on (B)(6) 2016 due to poor coupling while recharging. The rep recommended that the patient try adhesive discs for the poor coupling. The patient stated that he had issues with coupling for the two years prior to (B)(6) 2016. Adhesive discs were ordered.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient had always had a difficult time lining up the antenna/belt over the implantable neurostimulator (ins) for good coupling. They had difficulty charging since implant. Recently, for about a month, it had become harder. It was noted that finally on (B)(6) 2016 the patient was able to get 4-6 bars. An antenna locate was performed and the patient reported to get 8 coupling bars darkened. The patient stated that they had been in agony and had a return of pain in their lower back. The discs in the lower back were gone so the implantable neurostimulator (ins) shot back and forth to the rods. The patient noted that they had another ins for their neck. There was no mention of an issue regarding the ins for their neck. The patient mentioned that they used to meet with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.